Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was unknown if the patient being violently ill and hospitalized was related to the motor stall but the physician felt they likely were. It was unknown what a ctions/interventions were taken to resolve the patient being violently ill and hospitalized. The actual residual volume was 40 ml and the expected residual volume was 17cc. The patient received a new pump. Regarding if the cause of the motor stall was determined it was reported the pump was sent in for evaluation. The patient¿s weight at the time of the event was unknown. The provided information has been confirmed with the physician.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving hyd romorphone 30 mg/ml; 8.127 mg/day via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease. The date of the event was (B)(6) 2017. It was reported a routine pump replacement was done (B)(6) 2017 and when they accessed the pump they pulled out nearly all 40 ml. Upon interrogating the pump, they noted that the pump motor had stalled shortly after the most recent refill. The pump logs show another motor stall and recovery in(B)(6) 2017 that they were unaware of as well. The logs report an active motor stall; stopped pump period may exceed tube set. A motor stall occurred (B)(6) 2017 at 19:37; stopped pump period may exceed tube set (B)(6) 2017 at 19:37; motor stall recovery occurred (B)(6) 2017 at 09:10. A pump refill occurred( B)(6) 2017 at 09:31; motor stall occurred (B)(6) 2017 at 15:06; stopped pump period may exceed tube set (B)(6) 2017 at 15:06 with no recovery. The patient did not recently have magnetic resonance imaging (MRI). The pump was sent back for analysis. The patient was "kinda iffy" about having any symptoms. The patient¿s wife reported the patient was "violently ill and hospitalized" the first week of (B)(6) 2017 after the refill. No further complications were reported.